Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was experiencing elevated capture thresholds and undersensing which resulted in the patient experiencing ventricular fibrillation (vf). The system was explanted due to infection. No further patient complications have been reported as a result of this event.